Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
The patient called to report that after a fall they have noticed that their device has moved over time. The patient noted that their pacemaker has moved from their chest into their arm pit. A device check has been done and the device remains in use. No patient complications have been reported as a result of this event.